Manufacturer narrative:
D9: 8/8/2025. One device was returned for analysis of complaint of error code system fault 45986. No event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Complaint was confirmed through pump power up test. Last error code was system fault 45986. Could not replicate error code. Cleared error code and reset unit to standard configuration. Repair confirmed through pump power up test.

Event description:
It was reported that there was an error code 45986. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.